Manufacturer narrative:
Product event summary: the device was not returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The device was subsequently returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient received an inappropriate shock from the right ventricular (rv) lead due to noise and high impedance. Lead fracture was suspected. It was also reported that the implantable cardioverter defibrillator (ICD) had a sensing/detection problem. The ICD attempted to deliver 86 shocks in total but failed due to the shock impedance. The lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.